Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that both leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not yet received.

Event description:
Related manufacturer reference number: 1627487-2023-04195. It was reported the patient experienced ineffective therapy. It was found that both leads had high impedances. As a result, surgical intervention may be undertaken to address the issue.